Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving high voltage therapy. Upon review, the implantable cardioverter defibrillator delivered appropriate shock for ventricular fibrillation, but did not convert the rhythm to sinus. Rather, the patient entered slow ventricular tachycardia and the device failed to deliver high voltage therapy. No intervention was done and there were no patient consequences.